Event description:
The ICU nurse manager reported that over a two day period a critically ill pt had three circuits clot off very rapidly. This occurred so fast there was not enough forewarning to return the blood from the extracorporeal circuits. This occurred in the transplant ICU where they do not use post-filter replacement fluids nor did they use an anticoagulant during the treatment. The pt lost an estimated 456 ml of blood during this two day period and he was transfused two units of prbcs. Reportedly, there was no other medical intervention and the pt's overall status did not change.

Manufacturer narrative:
The filter set was not returned; the customer reported the filter was full of clotted blood, therefore we could not perform a device analysis. Based on the info available to us, we understand the pt was not receiving an anticoagulant during the treatment. It is very likely that this resulted in the recurring filter clotting.